Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.

Event description:
It is reported that a cannulated screw driver fractured during surgery. The fractured piece was retrieved from the screw when the guide wire was removed.

Manufacturer narrative:
This follow-up report is being filed to relay that this report is a duplicate of 0001825034-2017-00279.